Event description:
It was reported that the grasper was being used to grasp the gallbladder. The surgeon stated that it was sprung and while attempting to grasp the gallbladder, one of the jaws broke off. The piece was immediately located using visualization and fluoroscopy, but when attempting to bring it out through a port, it fell from the grasper and became lodged behind the liver. After successfully attempting to irrigate the broken jaw from behind the liver, the abdomen was opened and the foreign body retrieved. Close examination of the instrument showed that the instrument appeared to be complete when the broken piece was put in place.

Manufacturer narrative:
The facility informed richard wolf that the instrument may not be a richard wolf instrument. The instrument was to be held at the facility and not returned to richard wolf. The instrument was sent to a third party repair after the adverse event. Our richard wolf sales representative visited the facility and upon inspection concludes that it is not a richard wolf instrument. There is no wolf logo on the handle. The wolf logo is molded into the material. At the present time, the facility is inquiring with other vendors to determine the manufacturer. Device evaluated by manufacturer: device was not returned to richard wolf for evaluation. Visual inspection was done at the facility.